Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified concentration of dilaudid in 25 ml. No specific pump programming parameters were available. It was reported that after 24 hours of pca theraphy, the pump display indicated the device delivered 4ml. At this time, the nurse noted the vial contained 8ml instead of the expected 21ml. The customer reported the patient "was comfortable." There were no reported adverse patient effects and no medical interventions were required. The pump was removed from clinical service and therapy was resumed using unspecified oral pain medication. Though requested, no additional information was provided.